Manufacturer narrative:
Block h11: imdrf device code a23 captures the event of vial adapter damage/ defective. Imdrf impact code f1001 captures the reportable event of procedure aborted. Imdrf impact code f1909 captures the reportable event of procedure aborted.

Event description:
It was reported that during a spaceoar vue placement procedure, the vial adapter did not puncture the vial properly, the procedure could not be completed. There was no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.